Manufacturer narrative:
On april 7, 2023, mentor became aware that patient also experienced right side hematoma and capsular contracture; baker grade IV in addition to right side implant pocket exchange. Also, event date under field b3 has been updated to october 28, 2022 as per information received. Reason for device explant and/or reoperation: right implant pocket exchange, hematoma and capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right implant pocket exchange. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old caucasian female patient underwent primary breast augmentation with 490 mentor memorygel xtra breast implant and experienced implant pocket exchange on her right side, diagnosed in the office. The patient has consulted with the healthcare professional. As a result, the patient underwent surgical intervention and right side replacement surgery with catalog number shpx535; serial number (B)(4) on (B)(6) 2022.